Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216500. Model: sc-8216-50. Serial: (B)(6). Batch: 17374092.

Event description:
It was reported that patients leads were damaged and caused contact pieces to spread within the implant site.